Event description:
It was reported that the customer's pump screen was unresponsive, preventing interaction with the device. There was no adverse impact to the customer¿s blood glucose level. Initially, a pump reset resolved the issue temporarily, but the problem recurred, prompting technical support to send a replacement pump. Customer reverted to an alternate method of insulin therapy.